Event description:
Sales rep reported revision surgery. Patient was revised to address grinding. The trilock stem became loose during the surgery and was also removed. Update rec¿d (B)(4) 2014 - legal claim was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(4) 2014. Update rec¿d (B)(4) 2014 - litigation received. Litigation alleges injury, pain, and elevated metal ion levels. The cup and femoral head are now reportable. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/21/2014 - plaintiff's preliminary disclosure form with medical records was received, which identified part/lot information from patient sticker sheet. Medical records indicate upon revision, clear yellow joint fluid, metallosis debris, and a large cyst were noted. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. The complaint was updated on: 06/11/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.